Event description:
During a preventive maintenance, the company representative observed that the unit contained five instances of fault code 65 (safety vent failure) in the last faults log. No patient was involved.

Manufacturer narrative:
The company representative replaced the drive manifold assembly (0104-00-0018) and the k6a vent valve (0119-00-0170). The unit was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).